Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was not performing the proper air removal techniques. Customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level.